Manufacturer narrative:
H3: product analysis of the device found that visually, the device was returned partially, the wire was cut off from the handle. There was a biological contamination on the device. Electrically, used tools to strip off the tip of the wire to be able to connect to multimeter for continuity check. The resistance for entire assembly shall be less than 0.3 ohms. The continuity check was performed for partial assembly and measured 0.2 ohms which is within specification. Functionally, used reference handle to insert sample probe and perform functional test which showed no issues with reading. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the probe had no signal when in contact with tissue. There was no stimulus and no alert sound from the device. The stim return showed "0," indicating that current was not being delivered. The procedure was completed with a backup product. There was no patient impact.